Event description:
It was reported that a system failure: force sensor test was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a force sensor test. Cracked on right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue, which is force sensor test, was able to be duplicated. Fluid ingression was found inside plunger assembly. Based on the evidence, the complaint was confirmed for force sensor test. Service replaced whole plunger assembly, plunger cable and plunger tube and performed pm maintenance along with all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a system failure: force sensor test was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a force sensor test. Cracked on right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue, which is force sensor test, was able to be duplicated. Fluid ingression was found inside plunger assembly. Based on the evidence, the complaint was confirmed for force sensor test. Service replaced whole plunger assembly, plunger cable and plunger tube and performed pm maintenance along with all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.